Event description:
According to report rec'd from a contact at the surgical facility, bioglue usage has diminished due to possible problem(s) with the product; however, specifics as to the time, location, and details of these incident(s) are not known at this time.

Event description:
A third party informed a cryolife technical rep that a surgeon had a case in which bioglue "ate through the aorta". All attempts to determine the surgeon and established contact with the original complainant have been unsuccessful. No additional info regarding this report has been obtained. It the MFR is able to determine the complainant or discover more info, the case will be reopened, and further info received will be submitted in a supplemental report.